Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several noise reversions were observed on an electrocardiogram (egm). The patient had not had a check since (B)(6) 2019. The noise reversions looked like potential electromagnetic interference (emi). True noise was also observed on the atrial lead with automode switching(ams) and high ventricular rate episodes on egm. There was appropriate detection of fibrillation and rapid ventricular rates though noise was present. No changes were made. The patient was set up to be monitored via remote transmissions. The patient was stable.